Event description:
As reported, during laparoscopic inguinal hernia repair (tapp method) procedure the first fastener deployed and could not be placed in tissue. Therefore, when the device was cycled in the air, the fastener fell off and came out. The third fastener could not be deployed. Another device (non-bard) was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device failed to fixate the mesh. Evaluation of the returned sample finds for bent guide wire and backup tabs. The reported deployment issues are a known result of this condition. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.